Manufacturer narrative:
Follow-up #1: date of submission 04/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2015 with the following findings: black box verified 11 bolus' were programmed by the user on 2/3/15; 11 bolus' confirmed recorded in the bolus history. Unable to confirm complaint of bolus delivery not recorded in pump history. During the investigation a 10 u normal and 10 u audio bolus was programmed and delivered. Both bolus' recorded with date and time in history. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that they are giving boluses and when they check the history the bolus is not showing up. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.